Event description:
It was reported the driver tip sheared off during a surgery. The surgery was a revision of a non-zimmer plate due to successful fusion at c4-c5 and c6-c7. An acdf was performed at c5-c6. While advancing the right c5 screw, the tip sheared off into the screw head and the surgeon was unable to remove the piece. The screw and the broken piece remain in the pt. Another driver was used to complete. There was minimal delay to the case. It was noted the pt had hard bone.

Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.